Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: retained left ventricular assist device driveline in a heart transplant recipient: a case report. 2022 jul 11;15:133-135. Doi: 10.1016/j.xjtc.2022.07.001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a retained left ventricular assist device (lvad) driveline in a heart transplant recipient. The article reports a patient who had an lvad implant as a bridge to transplant and underwent a heart transplant three years prior presented to the hospital with complaints of left upper abdominal pain. Initial workup revealed fluid collection on ultrasound (us) and abdominal computed tomography (CT). The patient was admitted for empiric antibiotics and incision and drainage was performed. No fever or leukocytosis was noted, and wound cultures were positive. They continued on antibiotics until the fluid collection on CT resolved and was discharged with wound-site management. A month later, the patient was back with recurrent left upper abdominal pain but without fevers or chills. A positron emission tomography (pet)-CT was performed, and subsequent us-guided tissue biopsy of abdominal wall soft tissue revealed one colony of rare corynebacterium striatum. The patient was started on empiric intravenous (IV) antibiotics and discharged with plans for long-term at-home administration and outpatient follow-up. Two months later, they again presented with worsening left upper quadrant pain and swelling after completing the home antibiotic regimen six days previously. They were admitted and us-guided aspiration revealed rare gram-positive coccobacilli, so antibiotics were restarted, and a repeat pet-CT was performed and showed subcutaneous fluid collection. They decided to perform a more aggressive incision and drainage with exploration. A 2.5-inch retained lvad driveline velour was found and excised from the surrounding tissue. The patient was discharged and placed on six weeks of antibiotics. As the lvad had been transplanted three years prior, the status of the device was unknown. No further patient complications have been reported as a result of this event.